Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon observed black powder adhered to the sterile packaging upon opening. The surgery was finished with backup product.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI#: (B)(4). The event was confirmed with product received. Evaluation of the returned product confirmed the presence of black debris inside the pouch containing the stem. DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product, and the DHR review. The root cause of the reported event is likely to be due to transit damage causing the porous coating to shed from the implant. A corrective action was opened to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this action, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.